Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The motor passed motor test. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error from the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump was stuck on motor error. The customer cannot rewind the pump and was unable to clear the alarm. The customer will be sent a replacement pump. The customer will return the pump for analysis.